Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had few electrical fault alarms. As an outpatient the driveline connector is soiled/dirty. An elective controller exchange was also performed and was removed from service due to contamination. Additional information received reported that it is not known if the alarm condition could be reproduced with manipulation of the driveline. There was no damage to any part of the driveline or driveline connector. Foreign material was observed in the controller-driveline connector with the service performed by the site vad assistant.

Manufacturer narrative:
The driveline cable was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline connector confirmed the contamination by foreign material. The reported "electrical fault alarm" event was confirmed via review of the controller log files which revealed 4 electrical fault alarms on (B)(6) 2016 most likely due to foreign material in the driveline connector. Contamination causes higher than normal impedance in the driveline which triggers electrical faults. The first two electrical fault alarms were type sys_rear_phase_b_open indicating an open b wire on the rear stator. The third electrical fault alarm was type sys_rear_not_connected indicating that the controller is operating on single front stator. The fourth electrical fault was 0x0802 which indicates a motor disconnect which occurred at 22:51:12. A vad disconnect alarm was logged at 22:51:23 indicating that the driveline had been disconnected from the controller. At 22:52:01 there is a motor start event indicating the pump was reactivated. The controller was returned for evaluation. Analysis of the returned controller revealed that the controller failed to meet specifications; the controller passed functional testing but failed visual inspection due to foreign material found in the driveline connector port. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Based on the investigation conducted under (B)(4), the most probable root cause has been attributed to design/training issues. Controller (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.